Event description:
After multiple follow up attempts to the healthcare professional, no further information could be obtained. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient's device was replaced due to "no communication" between the physician programmer and the device. It was stated the "therapy didn't work anymore," and the physician was unable to interrogate the device. After replacement, the therapy "worked well." Additional information has been requested, a follow-up report will be sent if additional information becomes available.